Event description:
It was reported that a patient had received allograft bone void filler during spinal surgery, and approximately 26 months later was experiencing severe pain. The patient reportedly has had 'three back surgeries," and it is not known how many, or which of the three surgeries, involved the allograft bone void filler. No additional information was provided.

Manufacturer narrative:
This medwatch report was completed using the information provided by the initial reporter. Any missing or incomplete data is the result of the information not having been provided by the initial reporter. (B)(6). (B)(4). The manufacturing records for the subject lot were reviewed, and indicated that the product was manufactured per procedure and met all required specifications. Medtronic has not received any additional reports of this nature involving any other grafts manufactured from this lot or donor. Although it is unknown if the subject device contributed to the reported event, we are filing this MDR for notification purposes.